Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade IV, "pain", "sudden increase in volume and had changes in color, skin and tightening of the breast" and rupture. Also mentioned, "breast cancer survivor and distressed with clinical symptoms". The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified; red particles on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade IV, "pain", "sudden increase in volume and had changes in color, skin and tightening of the breast" and rupture. Also mentioned, "breast cancer survivor and distressed with clinical symptoms". The device remains implanted.